Event description:
After an implantation period of approx. 2 months, it was reported that the device switched to unipolar and furthermore a loss of capture ventricular was observed.

Manufacturer narrative:
The pacemaker and the associated leads were not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of these particular devices. The manufacturing process for these devices was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The returned device data were evaluated thoroughly. Iegms of tests which were performed during follow-up documented clearly crosstalk signals in the atrial channel coming from the ventricle. Furthermore, bipolar lead failures in both atrium and ventricle were documented in the devices memory which occurred on (B)(6) 2022 as a result of very low bipolar lead impedances of approximately 50 ohms. Consequently, the pacemaker switched to unipolar lead configuration as expected. Further data analysis did not reveal any indication of a pacemaker malfunction. Based on these observations, the lead integrity cannot be assured. Should additional relevant information become available, the investigation will be updated.